Event description:
Customer reports that the pt tested hi on this device and was given a saline IV, while being transported to the hosp. The customer was having low blood glucose symptoms at this time. The pt arrived at the hospital 15 minutes later and reportedly tested 27mg/dl on the hosp device. No treatment information provided while pt was at the hospital. Customer was using expired strips when performing testing on the device. No quality controls were reportedly used. Requested return of suspect device and replacement was sent.